Event description:
Account alleged head will not raise. No error codes.

Manufacturer narrative:
Technician found right user control module board cracked at head functions causing no head up function. Technician replaced the board to resolve.